Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from patient via manufacturer representative reported soon after implant patient could not recharge device. Ins was overdischarged. Pt states they met with medtronic personal several times. Device has not been used in ¿at least four years¿. Pt and dr plan to replace ins. Pt currently does not have insurance but states will be getting it. Replacement surgical procedure not scheduled at this time.